Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were getting a strong flutter sensation since they were implanted ((B)(6)). The patient stated the sensation was noticeable whenever they were sitting in a recliner with a pillow behind their back, not so much when standing or walking, but it was annoying and constant when they were trying to sit at their desk and get some work done. The patient mentioned they know that the stimulation sensation will dissipate over time as it happened during the trial. Agent offered the patient a walked through how to decrease the stimulation sensation but patient refused stating their hcp asked them to do not do any adjustment until their have a follow up appointment. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient also mentioned they have their follow up appointment with hcp by the end of may.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.